Event description:
It was reported that the patient fell the night prior to the report and was experiencing symptoms. She had a catheter in and was going in for hip surgery, but they wanted to verify the device was off. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID, 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pnmv, implanted: (B)(6) 2014, product type: lead. (B)(4).